Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient reported a loss or change in therapy. The patient reported discharges last two days and has had three today. The patient noted the symptoms are sudden in nature. The patient noted that overall she does have greater than 50% improvement in symptom control. The patient noted did not have the device checked after a fall. The patient noted she did have a manufacturer representative walk her through how to make an adjustment and the patient said that did resolve the issue.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was experiencing problems because she was having rectal discharge. She had rectal discharge twice today. The patient was implanted for bowel. She was not really feeling stimulation. The programmer showed the replace battery icon on the screen. The patient had a fall 3 weeks ago in (B)(6) 2016. The return of symptoms started a week ago in (B)(6) 2016. The patient was going to meet with a manufacturing representative (rep), follow up with the doctor regarding the symptoms and the fall, and she would get new batteries for the programmer. The change in therapy/symptoms was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.